Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. Then sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient¿s mother reported her daughter complained of itching under the sensor adhesive. When the sensor was removed, the skin under the sensor patch adhesive was red and appeared to be burned. The patient was evaluated at a hospital and prescribed topical steroid cream. The event occurred five days after the sensor had been inserted. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.